Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No charge/battery anomaly, pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay, and a dented retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date 14-nov-2023 in the pump history file. 11/14/2023 02:21:05.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 21000 (2.1 u), bolusamountdelivered: 21000 (2.1 u). 11/14/2023 02:22:14.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 1000 (0.1 u), bolusamountdelivered: 1000 (0.1 u). 11/14/2023 02:27:13.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 1000 (0.1 u), bolusamountdelivered: 1000 (0.1 u). 11/14/2023 02:32:13.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). 11/14/2023 02:37:13.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 11/14/2023 02:42:13.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 11/14/2023 03:17:13.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 11/14/2023 03:32:15.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 1000 (0.1 u), bolusamountdelivered: 1000 (0.1 u). 11/14/2023 03:37:15.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 1000 (0.1 u), bolusamountdelivered: 1000 (0.1 u). 11/14/2023 03:42:13.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). Please see below for the daily total of all insulin delivered on the event date 14-nov-2023 in the pump history file. 11/15/2023 00:00:00.000 dailytotalsg670 (63), dailytotalcollectionstarttime: 11/14/2023 00:00:00.000, dailytotalofallinsulindelivered: 188250 (18.825 u), dailytotalofbasalinsulindelivered: 167250 (16.725 u), dailytotalofbolusinsulindelivered: 21000 (2.1 u). There were no autosuspend (12) alarm or usersuspended (2) alarm noted on the event date 14-nov-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 14-nov-2023 in the pump history file. 11/08/2023 06:16:00.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). 11/08/2023 15:47:00.000 alarmalertnotification (40), faultnumber: changebatteryfault (73). 11/08/2023 15:57:00.000 alarmalertnotification (40), faultnumber: changebatteryfault (73). 11/08/2023 16:18:00.000 alarmalertnotification (40), faultnumber: offnopower (11). 11/08/2023 16:28:00.000 alarmalertnotification (40), faultnumber: offnopower (11). 11/08/2023 19:07:03.000 alarmalertnotification (40), faultnumber: battoutlimit (6). 11/12/2023 05:40:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 11/12/2023 05:50:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 11/12/2023 06:06:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 11/12/2023 06:16:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 11/14/2023 08:07:18.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 11/14/2023 08:17:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 11/14/2023 09:22:15.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 11/14/2023 09:32:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 11/14/2023 11:39:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 11/14/2023 11:49:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 11/14/2023 13:07:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 11/14/2023 13:17:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 11/14/2023 14:09:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 11/14/2023 14:19:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 11/14/2023 15:00:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 11/14/2023 15:10:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. Earliest power data available per the power management tool/detail trace file is on 3/8/2024 4:30:57 pm. There was no power data available for the date of 11/08/2023. Unable to check power data for low battery alert, replace battery alert/ changebatteryfault (73), replace battery now alarm/offnopower (11) and power loss alarm/battoutlimit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Lowbatteryalert (104) - unknown. Changebatteryfault (73) - unknown. Offnopower (11) - unknown. Battoutlimit (6) alarm - unknown. Lost sensor alert not confirmed. Nodelivery (7) alarm not confirmed. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, and pcba2. No damage noted on the force sensor or motor. The pump passed the functional testing. Unable to confirm alleged hyperglycemia (high bgs) and sg vs bg event. Charge/battery anomaly not confirmed. Exposed to moisture confirmed (found during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported a blood glucose value of 200 mg/dl. The customer reported hyperglycemia. The customer was hospitalized and an emergency visit. The customer reported no adverse event. The event involved product(s) mmt-1880. It was unknown whether the insulin pump system was used within 48 hours of the reported high blood glucose event. It was unknown whether the auto mode/smartguard feature was active at the time of the high blood glucose event. The troubleshooting was partially performed. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device will be returned.